Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014, the patient was implanted with a bard/davol soft mesh during a mid urethral sling placement and anterior repair. The patient's legal fact sheet alleges the patient suffered pain, recurrence and urinary difficulty.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through d. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.